Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 06/07/2016 to report on behalf of patient that the receiver screen froze on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. Charged and boot up receiver and passed. Performed receiver log review and found no issues related to the customer's complaint. Functional testing was performed and there was no failure detected related to the complaint. The reported event of a frozen screen display was not confirmed. The root cause could not be determined because the reported allegation was not found.